Manufacturer narrative:
Devices subject to MDR have not been returned to MFR for evaluation as yet. Work order documentation for the devices subject to this MDR reviewed and all specifications were met.

Event description:
It was reported that during a spinal procedure that two barrel burs broke. A third barrel bur was used to complete the procedure. It was further reported that the broken pieces fell into the surgical site and were removed with a forceps. It was reported that no add'l medication was administered as a result of the reported event.